Manufacturer narrative:
Other, other text: device evaluation summary: one smiths medical medfusion 3500 pump was returned for analysis. Visual inspection of the pump found that the plunger head was full of contamination. Review of device history log found that there was a check clutch/ plunger lever error in history. Functional testing included flow test. Customer stated issue was able to be duplicated. During investigation, it was found that the flippers were sticking because the plunger head was full of contamination. Problem source was identified as customer induced fluid ingression.

Event description:
Information received indicating that a smiths medical medfusion. There was no patient involvement in the reported event.